Event description:
Distributor's office requested a return goods authorization for a lock-screw torque driver due to a broken tip. Follow-up attempts to obtain details of how the driver broke have been unsuccessful. No patient injury has been reported.

Manufacturer narrative:
H3 device evaluation - one 39-rd-0060 was examined with the aid of a 5x loop. The tip of the driver is broken off. The 39-rd-0060 fracture is irregular and at an angle to the drive axis. This failure is indicative of a brittle failure. The cause cannot be determined from the complaint, but a likely due to high torque and/or bending moment application. Prior high torque and/ or bending may have initiated a crack prior to this failure. Review of device history records found ten (10) pieces of lot 33705mm were released for distribution on (B)(6) 2016 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for the reported part number. No corrective action is being recommended at this time.

Manufacturer narrative:
Occupation: other; office manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Distributor's office requested a return goods authorization for a lock-screw torque driver due to a broken tip. Follow-up attempts to obtain details of how the driver broke have been unsuccessful. No patient injury has been reported.